Manufacturer narrative:
The investigation determined, as a streptavidin interfering factor was identified in previous samples from this patient, the same interfering factor was most likely present in the newly provided samples. Product labeling for the assay documents this interference.

Event description:
The customer received a questionable free thyroxine (ft4) result for one patient sample from an analytical e module analyzer. The initial result was 1.5 ng/dl. The date of testing was (B)(6) 2014. Clarification was requested but was not provided. The sample was submitted for investigation and on (B)(4) 2014 the result on an analytical e module analyzer was 0.895 ng/dl. On (B)(6) 2014, the result on an elecsys 2010 analyzer was 0.913 ng/dl. The result with the ft4 gen 2 assay on (B)(6) 2014 on an analytical e module analyzer was 1.51 ng/dl. On (B)(6) 2014, the result on an elecsys 2010 analyzer was 0.877 ng/dl. The sample was also tested on a centaur analyzer and the result was 0.8 ng/dl. In 25% peg addition test, ft4 gen 2 recovery was 88%. When ft4 was used, the result was 157%. In protein a addition test, ft4 gen 2 recovery was 116%. When ft4 was used, the result was 190%. There was no adverse event. A specific root cause could not be identified as no sample could be provided for further investigation.

Manufacturer narrative:
Results from an additional sample from the patient from (B)(6) 2014 were provided. Free thyroxine (ft4): analytical e module: 1.37 ng/dl elecsys 2010: 0.852 ng/dl centaur: 0.7 ng/dl additional samples from the patient were submitted for further investigation.

Manufacturer narrative:
Further testing of the patient sample revealed a streptavidin interfering factor in the sample. Product labeling for the assay documents this interference.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for the ft3 assay.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. The results generated from a centaur analyzer were "close to the previous results". The patient's dose of "mmi increased from (B)(6)". Additional results for the patient from (B)(6) 2014: tsh: 12.99 uiu/ml ft4: 1.3 ng/dl ft3: 6.2 pg/ml.

Manufacturer narrative:
Results from an additional sample from the patient from (B)(6) 2014 were provided. Free thyroxine (ft4): roche modular analyzer: 1.47 ng/dl cobas e411: 1.16 ng/dl centaur: 1.0 ng/dl additional samples from the patient were submitted for further investigation.